Event description:
It was reported that patient called in under the guise of how a man is sized for the inflatable penile prosthesis (ipp) surgery and if all the ipps are equal. Patient liaison explained that the surgeon would do the measuring and that the lgx model could possibly help regain up to 25% in reduced length. It was also explained that tissue can not be stretched past natural anatomy, etc. At the end of the call he admitted he had an implant placed in (B)(6) of 2019 and is not happy with the length, he claims to be half as long as he was. He was happy he no longer had turtling when he used the bathroom however. I asked if he spoke with his surgeon and he said he had been told he would be very happy and plans to speak with him again at his next appointment. He did not give any other info besides his name and phone number. The device is functioning, it was the length that he had the complaint on.